Event description:
On an unknown date a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On 21 dec 2023 the patient experienced stoma site redness with white fluid discharge. The patient was diagnosed with a stoma site infection and treated with topical mupirocin. On 09 jan 2024 during a follow up call, a relative reported that the patient had been taking 500mg of an unspecified antibiotic every 12 hours for seven days.

Manufacturer narrative:
Reference record (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.